Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 140 to 190 mg/dl. Testing performed several times daily. Customer does not feel well and observed symptoms of dry mouth and dizziness. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 171 mg/dl and 171 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/28/2016 and open vial date is 05/15/2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 120 to 190 mg/dl. Testing performed several times daily. Customer does not feel well and observed symptoms of dry mouth and dizziness. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 171 mg/dl and 171 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 11/28/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:145 mg/dl (B)(6) 2015 03:05pm, 2:163 mg/dl (B)(6) 2015 03:04pm, 3:338 mg/dl (B)(6) 2015 02:36pm, 4:118 mg/dl (B)(6) 2015 11:32pm, 5:211 mg/dl (B)(6) 2015 09:49pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.